Event description:
It was reported that the user experienced prolonged low glucose readings overnight after pausing insulin during physical activity with a blood glucose level reported at 40 mg/dl, consuming juice, and later resuming the ilet, after which the system delivered corrective insulin as glucose rose rapidly to a high level; subsequent algorithm-driven corrections were perceived by the user as excessive, followed by recurrent lows despite oral glucose intake. Symptoms included sleepiness and malaise associated with low glucose and urgent low soon notifications. Outcomes included user-performed treatment with oral glucose and no hospitalization. Investigation included troubleshooting, education on hypoglycemia management, and assignment for additional training, with escalation for clinical follow-up. Investigation of this case revealed that hypoglycemia likely resulted from user management of activity and pausing insulin followed by rapid hyperglycemia and algorithm corrections, consistent with overtreatment of hypoglycemia and subsequent corrective dosing dynamics. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors in hypoglycemia management with appropriate device function.

Manufacturer narrative:
Initial.